Event description:
Asku

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Evaluation summary: distal conductor fractured; full lead returned for analysis.

Event description:
Interference/noise, inappropriate therapy